Manufacturer narrative:
(B)(4).

Event description:
It was reported that after suturing down the lead and connecting it to the pulse generator during the implant procedure, the physician noted the right ventricular lead pin was bent. The physician elected to no longer use and replace the lead. The patient was in stable condition post surgery.